Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing itchiness, a rash and skin irritation that oozes pus occasionally, at the insertion site, upon removal of sensor at the end of the sensor session. Pt has tried to insert sensor on his abdomen as well as on his arm, experiencing less irritation on the latter. Pt consulted with his nurse practitioner who recommended the use of a steroid cream to apply to the insertion site as well as a milk of magnesium cream. Pt also tried IV 3000 which has helped a little. At the time of his call to dexcom technical support, pt reports that he still has the skin rash from past insertion sites but that the itchiness subsides with the removal of the sensor patch.